Event description:
It was reported the patient experienced oxygen desaturation (80% spo2) during initiation of use of the life 2000 device while hospitalized for an unrelated issue, and in the home setting during titration of device settings (88-91%spo2). This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Manufacturer narrative:
It was initially reported that the patient experienced oxygen desaturation during titration of life 2000 device settings. The inspection of the device by a baxter technician noted that the during the inspection therapies were run at low, medium, and high activity levels with no errors or alarms observed. There was no malfunction found. Although the patient¿s oxygen level was clinically below normal range, the change was temporary, the event was not life-threatening, and medical intervention was not required, concluding a serious injury did not occur. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. However, the inspection of the life 2000 device ruled out a device malfunction.

Event description:
It was reported the patient experienced oxygen desaturation (80% spo2) during initiation of use of the life 2000 device while hospitalized for an unrelated issue, and in the home setting during titration of device settings (88-91%spo2). This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported the patient experienced oxygen desaturation (80% spo2) during initiation of use of the life 2000 device while hospitalized for an unrelated issue, and in the home setting during titration of device settings (88-91%spo2). This patient utilizes the l2k device with 10l oxygen bleed-in via oxygen invacare platinum oxygen concentrator. There was noted flow meter ball drop from 10l to 8l on the oxygen concentrator during titration of l2k device settings. No medical intervention was required, the patient was switched to her already prescribed 10l of oxygen via oxymask and oxygen concentrator. The l2k device was removed from the home via the respiratory trainer performing the in-home titration of device settings. This patient is a 65-year-old female with a history of long covid, rheumatoid arthritis, and anxiety. At a later time, a follow-up call with the patient was performed by a respiratory clinician to advise the patient to contact her dme company for evaluation of the patient¿s oxygen concentrator. During the call, the patient indicated that she was home alone at the time and was unable to move herself from the bed/chair to the bathroom. At that time, the clinician inquired if 911 was needed, and the patient acknowledged, therefore the clinician assisted in calling 911. The life 2000 device was not in use by the patient at this time, as it was previously removed from the patient¿s home. The need for the patient's medical assistance was unrelated to the life 2000 device. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system consists of the life2000 ventilator and compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (et tube) or non-invasively (mask, nasal pillow interface) as well as assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range (80%, 88-91%spo2), the change was temporary, and medical intervention was not required (the patient recovered at home by switching to the already prescribed oxygen therapy). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. The inspection of the life 2000 device is pending at this time, if any additional relevant details are received the complaint will be addressed accordingly.

Event description:
It was reported the patient experienced oxygen desaturation (80% spo2) during initiation of use of the life 2000 device while hospitalized for an unrelated issue, and in the home setting during titration of device settings (88-91%spo2). This report was filed in our complaint handling system as complaint #(B)(4).